Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy, the second anchor of the fast fix 360 could not be deployed. The surgeon re-attempted to deploy the second anchor and it failed. It seemed like the anchor was stuck and could not deploy. The t1 was left secured in the patient and the remaining suture was shaved off. The procedure was successfully completed without surgical delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H2: additional information: h6: health effect - impact code. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However an image evaluation was performed and found in the first arthroscopic image the needle with the t on it. The second image shows the device with t inside it with the sutures cut out. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately. Risk levels are monitored on a monthly basis by design quality as part of the post market surveillance trending process. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include failure to fully actuate the device during implantation. Based on this investigation, the need for corrective action is not indicated.